Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) turned off between the compressions is confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective power distribution board (pdb). The archive data indicated occurrences of under-voltage (<18v). The review of the archive indicates that two fully charged batteries were utilized during the event. However, the platform powered off on its own multiple times while both batteries were still in use, confirming the reported issue. Despite these interruptions, the platform powered on and initiated compression. The autopulse platform passed preliminary functional testing without any faults or errors. Further in-depth investigation revealed that the likely root cause of the device's unexpected shutdown might be a defective pdb, which was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6)) was deployed to resuscitate a 29-year-old male patient (weight: 150 lbs.). The customer noticed that when the autopulse platform was powered on, it would power off on its own, and then the platform's on button would need to be pressed to turn it back on. The observed issue occurred too frequently: the patient was removed from the platform while manual compressions continued. The customer replaced the autopulse li-ion battery, and when the platform was turned on, it worked fine for a little while. Then it started turning off again, and the on button had to be pressed again, but the platform failed to turn back on. The customer confirmed that both batteries used during the event were fully charged and that all green lights were lit. No consequences or impacts on the patient.